Event description:
On evening of (B)(6) 2015, the patient was to be implanted with four gore® excluder® endoprosthesis (pxt311417/12684669, pxc161000/11799119, pxc141000/13181263, pxc141200/13194489) ) together with a gore® viabahn® endoprosthesis (vbc111002/13049397) for treatment of an abdominal aortic aneurysm by using the sandwich technique. A local anaesthesia was administrated during the procedure since the patient took a small amount of food. The femoral arteries were punched firstly for excluder® devices access. When accessing the left humeral artery for inserting the viabahn® device, it was reported that an obvious blood loss was observed, the patient¿s blood pressure, breathing and o2 saturation were sharply declined. The patient was rescued by cardiac compression and administering pressor drugs to stabilize the situation in order to continue the procedure. The excluder® and viabahn® devices were deployed in the target lesions without any endoleaks. During post-deployment angiography, it was reported that the patient complained of being fidgety and dry mouth then the patient rapidly declined and was moved to ICU for monitoring. The patient reportedly expired on the afternoon of (B)(6), 2015. It was stated that a large area cerebral infarction was considered as the cause of death after a hospital consultation. During the operation, a branch of the internal iliac artery was pierced by a guide wire and repaired by occluding it with a spring coil.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The concomitant medical product was gore® viabahn® endoprosthesis (item#:vbc111002/lot#:13049397) and the therapy date was (B)(6) 2015.

Event description:
On evening of (B)(6) 2015, the patient was to be implanted with four gore® excluder® endoprosthesis (pxt311417/12684669, pxc161000/11799119, pxc141000/13181263, pxc141200/13194489) ) together with a gore® viabahn® endoprosthesis (vbc111002/13049397) for treatment of an abdominal aortic aneurysm by using the sandwich technique. A local anaesthesia was administrated during the procedure since the patient took a small amount of food. The femoral arteries were punched firstly for excluder® devices access. When accessing the left humeral artery with a vein sheath for inserting the viabahn® device, it was reported that an obvious blood loss at the punch site was observed, the patient¿s blood pressure, breathing and o2 saturation were sharply declined. The patient was rescued by cardiac compression and administering pressor drugs to stabilize the situation in order to continue the procedure. The excluder® and viabahn® devices were deployed in the target lesions without any endoleaks. During post-deployment angiography, it was reported that the patient complained of being fidgety and dry mouth then the patient rapidly declined and was moved to ICU for monitoring. The patient reportedly expired on the afternoon of (B)(6) 2015. It was stated that a large area cerebral infarction was considered as the cause of death after a hospital consultation. During the operation, a branch of the internal iliac artery was pierced by a guide wire accessing from the left humeral artery down to the left internal iliac artery and then repaired by occluding it with a spring coil.

Manufacturer narrative:
.